Event description:
It was reported that the right atrial lead exhibited noise and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 6.7 cm to 7.2 cm from the connector pin, due to friction with device can. The proximal coil was exposed in the same area. The exposure of the proximal coil may have cause the reported noise problem.